Manufacturer narrative:
D10 concomitant medical products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4g1205s), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p4e1009s), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4g1205s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the laparoscopic pancreaticoduodenectomy, the stapler was unable to be fired normally when resecting the duodenal tissue. The surgeon was able to press the green button but unable to squeeze the handle. The issue occurred on another set of handle and reload. A product from another manufacturer was used to resolve the issue and complete the case. There was no pa tient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was engaged with the listed reload. Functionally, the firing knobs were fully retracted and the reload jaws were opened. The listed reload was unloaded from the instrument without difficulty. The instrument was successfully loaded with an egia60amt reload. The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: handle knobs not fully retracted. Visually, the firing knobs were slightly advanced and the articulation lever was in neutral position. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.